Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited p-wave oversensing and low intrinsic amplitudes. Upon review, technical services (ts) stated that patient showed vf annotation several times due to an oversensing of the preceding p-wave. Ts recommended programming options and to increase the rv channel sensitivity. This device remains in service. No adverse patient effects were reported.